Event description:
A 42 yr old white female gravida 0 status post bilateral transaxillary, subglandular gels (possibly, mcghan, no records, size, type) placed for augmentation on 06/81. Left got firmer and different size. (She thinks larger). Magnetic resonance imaging showed intracapsular rupture. Arthralgias, (morning stiffness)/myalgias, paresthesias/dyesthesias, spasms, fatigue, sleep disturbances, low grade fevers, hot flashes, headaches, gum/tooth pain, visual changes, memory loss, sicca, hair loss, rashes/dermatographia, sensitivity to chemicals, shortness of breath/cough (non-productive). Decreased "bh"/increased cholesterol, gastrointestinal/irregularities. Left ruptured breast implant with granuloma in continuity with capsule.